Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: moisture was found under the display lens. A leak was found in the display lens. The pump was opened to find moisture on all internal components. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.